Manufacturer narrative:
Taper I. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper I. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, and explant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Reported as, "the silicone tube broke". Follow up "the silicone tube broke in between the port and the band. The port has been damaged and another one placed solving the problem. Inefficiency of the band is the consequence".